Event description:
The nurse hung 4g/100 ml bag of magnesium sulfate. 34 minutes later she returned to hang another piggy back and the magnesium bag was empty. The module read 25 ml/h but the drip rate in the drip chamber was very fast. She reviewed the set up and module was programmed correctly; 4 g to infuse over 4 hrs at 1 g/hr & 25 ml/h.